Event description:
An eye care practitioner reported pt presented without wearing contact lens, with red right eye, discomfort and complaints of photophobia and mattering. Pt had experienced discomfort 3 days prior, but continued to wear lens and then discarded lens just prior to seeing ecp. Diagnosis of central corneal ulcer, 2mm, moderate anterior chamber reaction and moderate corneal staining. Initially prescribed frequent use of the antibiotic drops (vigamox), then tapered. Pt had no glasses and continued wearing left contact lens. The event resolved with no effect on visual acuity and lens wear resumed in a different brand without further incident. No further information was provided.

Manufacturer narrative:
This case is considered as an infection central corneal ulcer. Eval of returned complaint sample(s) (unopened) were found to met specifications for all testing performed. The device history records and sterility records have been reviewed by manufacturing and found to be in compliance. (B)(4).